Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable elecsys hcg + beta test system (hcg+b) results for one patient sample on a cobas 8000 e 602 module. The initial hcg+b result was 139 miu/ml and was reported outside of the laboratory. On (B)(6) 2018 the clinician requested a new sample collection as the initial result did not correlate with the patient's clinical picture. The hcg+b result was 24,745 miu/ml with the new sample. On (B)(6) 2018 the initial sample was repeated and hcg+b result was 10,000 miu/ml with a data flag. The sample was repeated with a 1:100 dilution and the hcg+beta result was 19,453 miu/ml. This result was reported outside of the laboratory as the correct result. On (B)(6) 2018 the new sample that was tested on (B)(6) 2018 was repeated and the hcg+b result was 10,000 miu/ml with a data flag. The sample was repeated with a 1:100 dilution and the result was 24,330 miu/ml. There was no adverse event. The calibration and qc were acceptable on the day of the event. The hcg+b reagent lot was 259199. The expiration date was asked for but not provided. The field service engineer (fse) checked for proper rinse and alignment of the sample probe, reagent probe, and the beads mixer. The fse ran performance testing. All of the results were within specifications.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general reagent problem could not be identified.